Manufacturer narrative:
Complaint of unit having failed was verified. Platform indicated user advisory 8 (motor controller fault detected). Faulty drivetrain was the reason for this advisory; it was replaced. Platform passed final test. No adverse event reported.

Event description:
Customer reported that this unit failed but no reports were given by the medic as to exactly what failed. No adverse event reported.